Event description:
A customer reported that sometime during the middle of month their freestyle flash blood glucose monitor would not power on properly, and as a result they could not obtain a glucose reading. They reported feeling shaky and nervous, and going to a local health care facility. While at the hospital, the customer was diagnosed with hyperglycemia and diabetic ketoacidosis. Although inconsistent with reported diagnosis, the customer reported being treated with crackers and candy. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete. Please note: the test strips reported by the customer expired in 2007.